Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient the screen on a 980 ventilator went blank with no alarm. The patient was removed from the ventilator and manually ventilated via an ambu bag. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) light emitting diode (led). The se performed extended self-testing on the device and all tests passed.